Event description:
The hcp reported, the patient was in for a pump refill in 2007. Three days later, the patient's mother called and reported, the patient was sedated and difficult to arouse. The hcp reported, the patient has cerebral palsy and does not communicate verbally, but will occasionally smile. The patient was directed to the hospital, where he was admitted. He underwent multiple tests including lab work and MRI, everything was normal, however, he remained sedated. The following day, the patient was transferred to the hospital, where he was seen by his following physician. The patient had started to wake up. The hcp decided to decrease the rate of his medication. The patient had bene receiving lioresal 2000mcg/l at a daily dose of 1210 mcg/day. The dose was decreased to 905mcg/day. Over the next 24 hours the patient improved. Lot numbers of the drug were checked and were the same as the prior refill so a problem with the medication was ruled out. The patient underwent pump replacement the following week. This procedure had been scheduled prior to the recent event due to the pump nearing end of life. The pump was removed and the contents aspirated with no volume discrepancy. The day after surgery the patient was again more sedated and the dosage was decreased to 505mcg/day. The patient has since been discharged home with no further problems reported. The hcp is unsure of the reason for the sedation. The pump was returned to the manufacturer for analysis and to rule out a pump issue.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete.